Event description:
It was reported that a decrease in pacing lead impedance, increased capture threshold, and decreased r-wave sense amplitude were observed. The lead was capped and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.